Event description:
A confirmed motor stall was reported and recorded in the event logs after an MRI; the stall occurred at 1317 and had not recovered as of 1437. It is unk when or if a recovery occurred after this time. It was reported that the pt did not have any symptoms related to this event. The medications being delivered via the device system were baclofen, bupivacaine, clonidine and morphine. The pt outcome was reported as "no injury".